Event description:
It was reported during implant, when the lead helix was not extracted and the lead measurement was done by the analyzer the threshold was 1.5 volts. Then the lead helix was extracted and the threshold increased to 3.5 volts. The lead helix was then extended at another position and the threshold was less than 1 volt. After a lapse of more than 15 minutes, the threshold increased to more than 3.5 volts. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism and the lead appeared damaged at implant.